Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The patient presented with an indication of angina and myocardial infarction without st elevation. The lesion was located in the right coronary artery (rca). The lesion was severely calcified. The physician performed angioplasty on the lesion with a 2.50x15mm maverick balloon at 8 atms for one inflation, with a resulting stenosis of 80%. The physician attempted to deliver the 2.50x16mm taxus express2 drug eluting stent to the rca, but was unable to deliver the stent and in the process of maneuvering the stent, the stent came off the balloon. The physician was able to keep the stent on the wire at first, but when pulling it in the stent slipped off the wire and was floating in the leg. The physician went back down and successfully snared to 2.50x16mm taxus stent with no harm or complications to the patient. However, the physician did abort the case at this point, and will attempt to stent the lesion at a later date due to this event. Medications used during the procedure include fentanyl, clopidogrel, abciximab, and midazolam.